Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the screen looked damp and there was moisture under the screen. Customer's blood glucose level was 7 mmol/l. Customer stated that the type of moisture exposure was regular water/air moisture. Customer stated that the pump has no cracks but the battery cap has cracks. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Moisture damage was found on electronic and motor assembly. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and broken battery cap.